Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the reported device failure to charge its internal battery. The investigation found no abnormalities with the internal battery. Review of the device logs also revealed system fault 180 error messages indicating a battery charger fault due cold temperatures. Based on all available evidence and complaint investigations of a similar nature, the reported charging failure was due to the system fault 180 which resulted from the device operation in a temperature condition outside the device specification. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.